Manufacturer narrative:
The device was returned to a zoll certified service provider for evaluation. The customer's report was observed during review of the device data logs. However, the device was put through extensive testing including full functional testing without duplicating the report. An internal inspection found no discrepancies. It was recommended the malfunction cable and paddles be replaced as a precaution. The device was recertified and returned to the customer. The accessories used were not returned as part of this investigation. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device displayed "system fault 36" and "system fault 37" messages. Complainant indicated that there was no patient involvement in the reported malfunction.